Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported that the patient reported to the clinic due to lvad system alarms. Interrogation revealed low speed advisory and low flow alarms. A representative of the manufacturer¿s technical services reviewed the submitted log file which confirmed the speed drops below the low speed limit (lsl) and pump stops beginning on (B)(6) 2017 at 5:58. Power increases prior to these events were also observed. Per the representative the power increase could have indicated that something had passed through or had been ingested into the pump causing the speed drops below the lsl and pump stoppages. On (B)(6) 2017 the patient underwent a pump exchange due to suspected pump thrombus.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 7 inches from the pump housing. The remainder of the driveline was not returned. Upon disassembly of the returned device, visual inspection of the proximal side of the outlet stator revealed a red deposition surrounding the outlet bearing, mostly occluding all three stator vanes. Areas of denaturation were observed on the deposition, indicating that it was present while the pump was supporting the patient. Although a specific cause for the development of the deposition and the duration of time for which it was present in the pump could not be conclusively determined, it could have contributed to the elevations in pump power, speed changes, and pump stoppages observed in the submitted log file due to increased drag on the rotor. In addition, loose, tissue-like clotted blood was also observed throughout the outflow cannula. Based on previous complaint experience, these depositions appear consistent with blood remaining within the device post-explant. Visual inspection of the remainder of the blood-contacting surfaces of the device did not reveal evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The evaluation of the driveline did not reveal any damage that would have contributed to the reported event. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.